Event description:
A customer in (B)(6) notified biomérieux of false resistant results when performing susceptibility testing with vitek® 2 ast-n340 test kit (ref 419412). The customer stated that he obtained three false resistant results for an escherichia coli strain from a patient isolate on the three cards of vitek® 2 ast-n340, lot. # 7800427203 as followed: -ampicillin mic value: 16 mg/l, resistant results on the 3 cards. When performing kirby bauer method the diameter was: 20mm, susceptible result. (Pr 1362654). -cefoxitin mic value: 16 mg/l, intermediate results on the 3 cards. When performing kirby bauer method the diameter was: 22mm, susceptible result. (Pr 1355960). -cefixime mic value: 2 mg/l resistant results for the 3 cards. When performing kirby bauer method the diameter was: 26mm, susceptible result. (Pr 1362653). . The customer stated that there were no wrong results reported to a physician, no incorrect treatment given, and no harm to the patient due to the discrepant results. The customer reports there was a delay greater than 24 hours in reporting the results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of false resistant ampicillin (am), cefixime (cfm) and a false intermediate cefoxitine (fox) results when testing an escherichia coli strain with vitek® 2 ast-n340 test kit (ref 419412). An internal biomérieux investigation was performed using the isolate submitted by the customer. The customer had used cba and cpse subcultures and obtained the same results. In-house, all tests were cultured from cba subculture. Vitek 2 interpretation according to casfm eucast 2017 breakpoints: am : [s less than or equal to 8 - r >8]. Fox : [s less than or equal to 8 - r > 16]. Cfm : [s less than or equal to 1 - r > 1]. The agar dilution (reference method used to the development of these formularies am01n, fox01n and cfm01n in ast-n340 card) were tested to determine the intended results : am mic = 8 mg/l s. Fox mic = 4 mg/l s. Cfm mic = 1 mg/l s. The internal testing on vitek 2 ast-n340 cards (using customer lot cl 7800427203 and a random lot rl 7800341103) gave the following results: am mic = 16 mg/l r on the cl and 8 mg/l s on the rl. Fox mic = 8 mg/l s whatever the lot tested. Cfm mic = 2* mg/l r whatever the lot tested. The customer result cefoxitin r was not reproduced in-house. The customer results ampicillin and cefixime r were reproduced in-house. The cefoxitin results on vitek 2 were in essential agreement with the reference ad mic (4 mg/l) without category error (1 doubling dilution). The ampicillin and cefixime mics are within essential agreement with the reference results but within 1 doubling dilution the category can be s or r. Then, the ampicillin result on the cl and the cefixime results on both lots tested lead to a major category error. These results are in the middle of the casfm eucast breakpoints, so this is a borderline strain. The vitek 2 ast-n340 card performed as intended.